Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a serious injury request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It is reported that the patient was hospitalized on (B)(6) 2026 due to high blood glucose levels upto 600 mg/dl with positive ketones. The patient also experienced dizziness and vomiting. The patient was treated with intravenous drip. The patient was hospitalized for three to four days.